Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the battery would no longer charge. There was no report of pt involvement.